Manufacturer narrative:
Date of event is an estimated event date. Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) revised in 2010. Additional information was received that during the 2010 revision only the pressure regulating balloon (prb) was replaced with a higher pressure prb at 71-80 cm h2o. This was due to recurring incontinence.